Manufacturer narrative:
(B)(4). The device was returned and evaluated. The problem was identified in the event history log as a low ultra filtration (uf) alarm. Visual, functional, calibration, and simulated therapy tests were performed with no defects or malfunctions found related to the reported problem. The assignable cause of the reported problem could not be determined. The device was sent for normal servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was having "other problems" and had unspecified alarms during use of the homechoice device. The specific issues were not provided. There was no reported injury or medical intervention in association with the event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.